Manufacturer narrative:
The retrieved components were visually inspected in the research lab and showed bone on-growth on the hip stem and acetabular shell, indicating fixation into the femur and pelvis, respectively. Burnishing on the hip stem, and the damage to the shell insert may have been caused during removal. There was no visible damage to the femoral head. The complaint history revealed limited complaints for these part numbers.

Event description:
It was reported that a revision surgery was performed due to infection.